Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment of for the rupture of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. It was observed that the patient's abdomen was swelled, and a hematoma was removed by open surgery. The patient tolerated the procedure. This same day, four hours post implant the patient's blood pressure was decreased. Computed tomograpy imaging was performed and showed approximately 5mm distal migration of the proximal trunk and a proximal type I endoleak. On (B)(6) 2020, a gore® aortic extender component was implanted proximally to extended coverage and treat the endoleak. The patient tolerated the procedure and the endoleak was resolved. The migration is thought to have been due to the patient's short, tortuous and shaggy aortic neck.